Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective image processor pcb that was removed and replaced. Additionally, the sys had a single board computer upgrade with associated components for compatibility. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys would not fluoro. X-ray produced but no image displayed.